Event description:
This MDR form summarizes complaints associated with the "non-traditional" (bsc sales territory manager surveys) complaints for the protegen and vesica sling kit in which a serious injury was reported.